Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of colonovideoscope the air/water tube, cylinder had foreign material. There were no reports of patient involvement.